Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed "battery-out" even after replacing the batteries with new ones. The customer's blood glucose level was 512 mg/dl at the time of the incident. The customer treated their blood glucose levels with manual injections. Customer states the batteries were out of pump greater than duration allowed by the insulin pump. The customer was informed that the alarm was normal device behavior. The customer did not return the product back for analysis.